Event description:
During a follow-up in clinic, the device was noted to be in backup mode due to magnetic resonance imaging with a loss of high voltage therapy. The device was confirmed to be programmed in MRI settings prior to the diagnostic test. Technical support was contacted and the device nominal settings were restored. The patient was stable.